Manufacturer narrative:
(B)(4). Batch # r92258. Investigation summary: the device was returned with the blade scratched and cracked. During functional testing on gen11 an alert screen was displayed. The blade broke off during functional testing. The device was disassembled to inspect the internal components and no anomalies were found, related to the reported event. However, when the device was disassembled to inspect the internal components it was found that y-link was crack. Probable causes of blade damage, including breakage, are external contact during pre-op or general use, blade contact with other devices, staples or clips during the procedure. Once minor blade damage has occurred, subsequent activations may increase the severity of the blade damage. This in turn can result in failing the pre-run test with the generator and displaying an alert screen. These alert screens that can result are such as ¿tighten assembly¿ or "remove instrument from patient" or ¿blade error detected¿ or "relaxed pressure on blade" followed by a ¿replace instrument¿ screen later in the procedure. Continued usage of the damage blade can result in a broken blade. The batch history record was reviewed and there were no defects, protocols or ncr(s) found during the manufacturing process related to this complaint.

Event description:
It was reported that during a laparoscopic colectomy, an unknown error was displayed. The blade tip was not broken off and no pieces fell into the patient. Gen11 was used. Another device was used to complete the case. There were no adverse consequences to the patient.